Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she was hospitalized due to high blood glucose. The customer's blood glucose was 788 mg/dl at the time of hospitalization. The customer's blood glucose was 688 mg/dl before the hospitalization. The customer stated that her blood glucose went under 200 mg/dl during the hospitalization. The customer stated that she is a diabetic. The customer stated that she was using manual injections. The customer stated that she was wearing the insulin pump when she went to the hospital. The customer declined to troubleshoot and wanted the insulin pump to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin passed all functional testing including rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. All operating currents are within specifications. However, the insulin pump was received with cracked case at the display window corners, cracked battery tube threads and minor scratched display window.